Event description:
During a vitrectomy, the silicone tip came off the blunt needle. Could not be found; search unsuccessful. Case continued without incident. No known patient harm.what was the original intended procedure?vitrectomy.device #1is this a laboratory device or laboratory test?no.